Event description:
Consumer claims to have had ears pierced with the inverness ear piercing system at a retail vendor on 6/13/1998. After some time, she sought medical attention for an infection at the ear piercing site. She was prescribed antibiotics. The infection worsened and she was treated at the hosp on 7/3/1998.